Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of second prime. The data showed that a complete drive stall occurred during second prime, preventing the firing flat of the ratchet gear from being lined up with the release bar at the end of second prime. This drive stall prevented the needle mechanism from deploying as intended. Rerun of the pod showed that the sma wires were able to energize and actuate, though the hook switch was unable to rotate the ratchet gear. Inspection of the drive mechanism components found no damages or manufacturing deficiencies that would result in a drive stall. The exact cause of the drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.